Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were not responding. The customer stated before the unresponsive keypad they were changing the batteries. The customer stated time clock advances when observed for 1 minute. No harm requiring medical intervention was reported. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.